Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the black o -ring/seal inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 170 mg/dl. The customer stated that the reservoir cap area is cracked. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.